Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phaco emulsification tip (phaco tip) in a tray was received for the report. The returned sample was visually inspected and was found to be non-conforming for being broken at the aspiration bypass hole. Only the proximal end of the phaco tip with threads was returned for evaluation. The breakage was very jagged and wall thickness was observed to be even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the reported issue. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause for the event is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the balanced tip broke during surgery. The procedure type was unknown. It was not known whether the surgery was completed. There was no information about patient impact. Additional information received that the procedure type was phacoemulsification surgery. The procedure was completed on same day by replacing with another pack. There was no patient impact.